Event description:
The account alleges that the hi/low down function has unintentional movement.

Manufacturer narrative:
The technician replaced the nurse control board, the bed down coil, the bed down valve, and the main control board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.